Event description:
Facility emts connected the device to a pt. No pt data was reported. Reportedly, during the use, the device power shut off without warning. A spare battery was used, but the device almost immediately displayed replace battery and shut off. A backup AED was used to deliver energy to the pt two times in succession. The pt was not resuscitated.